Event description:
It was reported that during an implant procedure of a right ventricle leadless pacemaker (rvlp) that upon exposing the device within the body, they were unable to interrogate. Troubleshooting was attempted but was unsuccessful. The rvlp was exchanged with a new device, but they were still unable to interrogate the new rvlp. The physician elected to abandon the implant. The patient condition was stable.